Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim and pink and there was contamination under the buttons. This report is made based on results of investigation completed on 06/15/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings: evaluation revealed that the keypad was peeling from the base. All of the keys are responsive. There was evidence of contamination on key contacts. The display is dim and pink. (B)(6).